Event description:
It was reported that the programmer was continually looping through its reboot process. It was further noted that the fan was making a loud noise. The programmer was returned for service. There was no patient involvement indicated with this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the programmer powered up with no looping. The system fan is noisy (intermittent). Microphone is out of electrical specification. (B)(4) - rf (radio frequency) head was out of specification on electromagnetic field immunity functional test; rf head cable found out of electrical specification. Rf head label is missing coating.